Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2011, this patient was implanted with a gore tag thoracic endoprosthesis using a gore introducer sheath with silicone pinch valve (ts2230/8053708) to treat a thoracic aortic aneurysm. During the procedure, the right external iliac artery (reia) was injured. The patient was implanted with a bare-metal stent (manufacturer unknown) to repair the injury. The patient tolerated the procedure. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011, at the one-month follow-up study, the aneurysm diameter was 44 mm. No endoleaks were present. On (B)(6) 2011, at the six-month follow-up study, the aneurysm diameter measured 33 mm. No endoleaks were present. Two additional follow-up studies revealed no adverse events, and the aneurysm diameter remained unchanged.